Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. An approximately 3 mm long split was observed in the catheter about 6.2 cm distal to the bifurcation. Tensile weakness was observed in the catheter between the 48 cm and 53 cm depth marker. Both lumens of the catheter were flushed with a 12 ml syringe of water and the split was determined to be in the red lumen. Both lumens were found to be patent to infusion. A microscopic observation revealed the split in the catheter was large and ¿c¿-shaped with a fork at one corner. The fracture surfaces were observed to be flat but slightly angled and granular in texture. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found on the catheter. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found on the catheter. There was no reported patient injury.